Manufacturer narrative:
Device evaluated by MFR: an initial examination of the complaint plus unit was carried out. The returned rotablator plus unit was attached together on the return of the device. A tug test was performed to examine the integrity of the connection, and a connect/disconnect test was carried out. No issues were noted with the unit handshake connectors. An attempt was made to wire guide the plus unit using a control guide wire. Resistance was met in the annulus of the burr. The burr was microscopically examined. The burr annulus was misshapen. The damage to the burr is consistent with the burr coming into contact with the wire. There were no scratches that exposed brass on the plated back half of the burr. A scratch test was performed to confirm if the returned burrs cutting action was acceptable which confirmed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of this complaint is 'user/use error'. The directions for use warns: "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip." (B)(4).

Event description:
Same case as: MDR ID #: 2134265-2011-00341. It was reported that in preparation for a rotational atherectomy procedure, a wire break occurred. The 90% stenosed lesion to be treated was located in the severely calcified and moderately tortuous left anterior descending artery. During the setting of the platform speed of the rotablator rotalink plus 1.75mm burr outside of the body, the extra support rotawire guide wire fractured. The procedure was completed with another of the same devices. No patient complications were reported, and patient status is listed as good